Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for radiculopathy. It was reported that the patient was turning stimulation up higher than normal and was still not feeling stimulation. It was unknown if there were any environmental factors leading to this event. Impedance was measured. Contacts 8 through 15 measured high. Reprogramming was done on the contacts still available and good coverage was achieved. The patient would be having a normal end-of-life replacement planned for sometime before the end of the year. The plan was not to replace the paddle since the patient was getting good coverage. It was reported that the issue was resolved at the time of the report. No further complications were reported.